Manufacturer narrative:
Submit date: (B)(4) 2013. An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2013 that a customer had an issue with a dialysis catheter. The customer stated they noticed air upon connecting to machine and after examination there is a break around the hub area. The catheter will be removed and a new catheter will be inserted.